Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that there was a pca dose of an unspecified medication was not delivered and no alarms sounded while pumps were plugged in. There were "no error codes. Patient had only intermittent pca orders (no continuous). He would hit the pca button, no delivery, kept hitting pca button to attempt delivery and would only get a few deliveries after many attempts. According to customer "the brain was switched out to fix issue." There was no reported patient harm. Although requested no further information was given.